Event description:
It was reported that the implantable neurostimulator may have migrated. The patient felt that the leads were being pulled. The patient experienced headaches. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.